Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave amplitude was observed post implant. During follow-up the lead was repositioned. The patient's condition is fine after the event.